Manufacturer narrative:
H10: of the 3 devices, 1 lot number was provided, and lot history review was performed. Of the 3 reported malfunctions, 3 devices were returned for evaluation, 1 device was returned with 3 electronic photos. The malfunction with photos provided was confirmed for the leak. The second malfunction was confirmed for a fracture. The third malfunction was unconfirmed for the leak. A root cause has not been determined. The devices were labeled for single use. Device code: 1260 - fracture. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 7707540j x-port isp with groshong catheter- japan only experienced a fluid leak. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient was a 70-year-old male, another an age-unknown female, and the third had no information provided. The 7707540j x-port isp with groshong catheter- japan only¿s are all being returned and will be evaluated upon arrival.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 7707540j x-port isp with groshong catheter- japan only experienced a fluid leak. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient was a (B)(6)-year-old male, another an age-unknown female, and the third had no information provided. The 7707540j x-port isp with groshong catheter- japan only¿s are all being returned and will be evaluated upon arrival.